Manufacturer narrative:
Section b5 describe event or problem was updated with additional information that was received from the customer. H3 other text : device evaluation still in progress.

Event description:
The customer observed a false nonreactive architect anti-hcv result for a 51 year old male patient with a history of hcv infection. The following data was provided: initial result = 0.89 s/co (nonreactive), repeat = 0.93 s/co (nonreactive) autobio method = 7.02 coi (reactive), wantai method = 5.0 coi (reactive), roche = 34.57 (reactive), hepatitis c rna = negative no impact to patient management was reported. Additional information was provided by the customer: the sample was sent to cec for testing and the wb result was indeterminate.

Event description:
The customer observed a false nonreactive architect anti-hcv result for a 51 year old male patient with a history of hcv infection. The following data was provided: initial result = 0.89 s/co (nonreactive), repeat = 0.93 s/co (nonreactive) autobio method = 7.02 coi (reactive), wantai method = 5.0 coi (reactive), roche = 34.57 (reactive), hepatitis c rna = negative. No impact to patient management was reported. Additional information was provided by the customer: the sample was sent to cec for testing and the wb result was indeterminate.

Manufacturer narrative:
The complaint investigation for false nonreactive architect anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not yet available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that reagent lot 54100be01 performs as expected for this product. Trending review did not identify any trends. Device history record review did not identify any nonconformances or deviations associated with lot number 54100be01. In-house sensitivity testing was completed with lot number 54100be00 (lot 54100be00 contains identical bulk material to lot 54100be01). All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the architect anti-hcv reagent for lot 54100be01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 has a similar product distributed in the us, list number 1l79.

Event description:
The customer observed a false nonreactive architect anti-hcv result for a 51 year old male patient with a history of hcv infection. The following data was provided: initial result = 0.89 s/co (nonreactive), repeat = 0.93 s/co (nonreactive) autobio method = 7.02 coi (reactive), wantai method = 5.0 coi (reactive), roche = 34.57 (reactive), hepatitis c rna = negative no impact to patient management was reported.